Event description:
Boston scientific crm received information that "this entire pacing system was removed due to the patient possibly developing an infection. Redness and swelling were noted around the incision area. No adverse patient effects were reported. As of today, the explanted product has not been returned for analysis." Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.